Manufacturer narrative:
Additional information: d10, h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the transfer set and titanium adapter. This occurred during use of peritoneal dialysis therapy. The transfer set was replaced. There was no allegation against the titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.